Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the device was completely out of battery. At the patient's last follow up the device stated there was on average (B)(6) left with a minimum of (B)(6). The hospital scheduled the next follow-up for one year later and as a result the battery went completely flat and the patient's pacemaker failed. The patient was admitted due to a vf (ventricular fibrillation) episode. The device status is unknown at this time. No patient complications have been reported as a result of this event.